Event description:
Caller states customer was unconscious with result of 187 mg/dl obtained on the advantage system while using comfort curve test strips. Two hours later paramedics arrived and customer tested 26 mg/dl on the professional device. Customer was treated with an injection of "sugar water" and he regained consciousness within 10 minutes. Customer was taken to the hospital; no additional medical treatment was required, and he was released later that day. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.